Manufacturer narrative:
Investigation: fifty eight samples were received, all were unused samples. They were visual inspected for damage, no samples had issues; all were in sealed packaging. The samples were air water leak tested, none failed the test. Review of the DHR was performed and no issues stated by the customer were found and could not assign it as a manufacturing process defect. A complaint history check was performed and this is the first related complaint reported for the defect/condition. Samples did not confirm the issue stated by the customer. Bd was not able to duplicate or confirm the customer's indicated failure mode. CAPA not necessary.

Manufacturer narrative:
Date of event: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd infusion equipment r 87 + p luer lock 150 cm there was a hole in the tubing. There was no report of injury or medical intervention.